Event description:
It was reported that the following issue was observed on the device: "channel error." Reported problem cause description: "unit checked and found check IV set error(240.4150)."hence, the work performed in the device includes: "replaced pressure sensor." There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.